Event description:
It was reported that the patient had been hospitalized in intensive care with hyperglycemia. The patient's blood glucose levels reached 462mg/dl while wearing the pod between 5 and 24 hours. The patient was treated with intravenous fluids. The patient stayed at the hospital for 1 day. The pod was kept on the patient at the hospital. Additionally, the patient contacted the doctor for a consultation and he changed her basal program. The patient recently started on omnipod and says she doesn't know if she connects the pods correctly.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.